Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The mother stated that the insulin pump was off by two hours the day before her hospitalization and the device was reprogrammed. Performed a prime test and the insulin did not exit. No further info was provided.